Event description:
Information received by medtronic indicated that the customer reported that insulin was not delivered and the reservoir did not turn back. The troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the pump and it will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump received with a missing reservoir tube o-ring and a partially broken retainer. The pump passed the active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. However, the pump had a high sleep current measurement. The insulin flow blocked alarm functions properly during the basic occlusion test and force sensor test. No rewind anomaly noted. However, unable to verify no delivery alarm/insulin flow blocked alarm and perform the displacement test, displacement accuracy test and occlusion test due to a missing reservoir tube o-ring and a partially broken retainer. The pump passed the screen test, led test and tone test. However, the pump failed the vibration test. The pump was unable to vibrate during self test. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. There was no no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date 22-aug-2023. Unable to test for no delivery alarm/insulin flow blocked alarm due to a missing reservoir tube o-ring and a partially broken retainer. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 230 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert, replace battery alert/replace battery now alarm and failed battery alert/battery failed alarm were expected since the battery in the pump is low on power or does not have enough power. The customer may have used a low/no power/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. The original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss) due to corrosion on the on the pcba 1/pcba 2. A test case was used and the original pcba 1, pcba 2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery and continued self test. The pump successfully vibrate during the self test. Vibrate anomaly was confirmed due to corrosion on the vibrator assembly. Unable to lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring and a partially broken retainer. The following were also noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label missing. Retainer ring damage (a missing reservoir tube o-ring and a partially broken retainer) was confirmed. Rewind anomaly was not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test and force sensor test. Unable to verify no delivery alarm/insulin flow blocked alarm on the displacement test, displacement accuracy test and occlusion test due to a missing reservoir tube o-ring and a partially broken retainer. No delivery alarm/insulin flow blocked alarm was unknown. An intermittent high sleep current measurement (unexpected battery power loss) was confirmed due to corrosion on the on the pcba 1/pcba 2. Vibrate anomaly was confirmed due to corrosion on the vibrator assembly. During visual inspection, corrosion was also found on the force sensor, motor and battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.